Manufacturer narrative:
On 05/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/13/2016 medtronic representative at the site noted that the surgeon removing the percutaneous reference cross pin frame four to five times during the surgery was most likely the cause of the inaccuracy issues on 05/20/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 05/27/2016 a medtronic representative, following-up at the site, reported they removed 6 guide wires, performed another imaging system spin, then the surgeon used navigation plus a c-arm to verify each new guide wire, then placement of screws. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. Four guide wires were displaying inaccuracy lateral and to the left by 5-9.8 millimeters. When asked which levels were inaccurate, it was reported as l3/4 and l4/5 junctions. The surgeon was using a percutaneous pin reference frame. The surgeon removed the tracker from the percutaneous pin several times throughout the direct lateral interbody fusion (dlif) surgery. The surgeon stated that he felt there was a little 'wiggle room' on the percutaneous pin tracker when moving left to right. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was greater than one hour before continuing.